Event description:
Info received indicates the brake caster wouldn't lock into brake. Caster would still roll when in brake.

Manufacturer narrative:
The technician replaced the brake caster to repair the bed.